Event description:
Consumer reported complaint for error message (e-0). Customer stated the e-0 error occurred several times. At the time of the call the customer reported feeling tired and dizzy; customer was unsure if the symptoms were due to diabetes or his other medical issues. Medical attention was not needed at the time of the call. The test strip lot manufacturer¿s expiration date is 07/31/2023; open vial and storage were not disclosed.

Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to symptoms related to diabetes: tired and dizzy. Meter and test strips were not returned for evaluation. Manufacturer contacted customer in a follow-up call on (B)(6) 2022 to ensure that the customer's condition had improved - able to establish contact with customer who stated his symptoms have not improved. Customer was unsure if it is because of the new cancer medications or his diabetes. No medical intervention since the last call was reported. Manufacturer contacted customer in additional follow-up call to ensure the customer's condition had improved - unable to establish contact with customer at this time.

Manufacturer narrative:
Sections with additional information as of 29-june-2022. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Most likely underlying root cause: mlc-078: user hematocrit low.